Event description:
It was reported to philips that the system lost the live image. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system lost the live image. Due to the end of support, the service has not been provided by philips. No further information of the event has been reported. The codes were updated based on the investigation outcome.